Event description:
It was reported that the stent failed to deploy properly during insertion of the stent. The stent ended up 50 mm long instead of 100 mm. Pt had femoral popliteal bypass surgery. Stent is still implanted. Attempts to obtain additional info unsuccessful to date.

Manufacturer narrative:
No sample returned for eval. Based on the current info received to date, the results are inconclusive and the root cause of the event is unk. It is not known if the pt had femoral popliteal bypass surgery because the stent did not deploy properly, or if it was a planned procedure. Attempting to obtain additional info.